Event description:
Patient reported left side "recall, symptoms of the silicone disease, diagnosed with breast cancer (deemed not device related), pain that the patient presents in the arms and breasts are not related to the tumor," and per anatomopathological exam "chronic inflammatory process with fibrosis and histiocytic and gigantocellular reaction to silicone in periprosthetic hyalinized dense conjunctival capsule." Additionally, the device was reported to be implanted past the expiration date. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "chronic inflammatory process with fibrosis and histiocytic and gigantocellular reaction to silicone in periprosthetic hyalinized dense conjunctival capsule".

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Patient reported left side "recall, symptoms of the silicone disease, diagnosed with breast cancer (deemed not device related), pain that the patient presents in the arms and breasts are not related to the tumor," and per anatomopathological exam "chronic inflammatory process with fibrosis and histiocytic and gigantocellular reaction to silicone in periprosthetic hyalinized dense conjunctival capsule." Additionally, the device was reported to be implanted past the expiration date. Device has been explanted.